Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the unit is not holding a charge. The customer just changed out the battery but they are still having issues. Caller advised when they move the unit, but will sometimes just shut down immediately. No other information provided, at this time.

Event description:
It was reported that the unit is not holding a charge. The customer just changed out the battery but they are still having issues. Caller advsd when they move the unit, but will sometimes just shut down immediately. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of unit is not holding a charge. The customer just changed out the battery but they are still having issues. Caller advsd when they move the unit, but will sometimes just shut down immediately was confirmed. The reported issue is confirmed; the unit¿s is not charging properly due to an internal failure of the charging port.